Event description:
A mayfield modified skull clamp (lot number and expiration date unknown) was reported to have slipped with rotational motion during a posterior fossa craniotomy. The head slipped approximately 30 minutes after starting the case. The patient was positioned prone and slipped out of the headrest. The patient incurred a small deep scalp laceration which required 2 staples to close the wound. A revision was not required. The patient outcome was described as no problems noted and the chart noted that the wound with staples was healing well. Codman reusable (catalog # 19-1031, lot number unknown) adult skull pins were used during the surgery. The skull pins are not available for evaluation. It is unknown whether the surgery was performed with a stereotaxy device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.